Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50 mg/dl. Healthcare provider indicated that the customer is still producing some insulin which caused that low bg. Juice and chocolate were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.